Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient expired with cause of death unknown. There was no allegation from a healthcare professional that the death was device related.